Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that there was a power on reset (por). The por was not due to overdischarge. They got the por screen on the recharger but were able to bypass it and charge to one quarter full. The por was cleared and the patient was sent home recharging normally. The issue occurred during normal use. No surgical intervention occurred or was planned. It was noted that the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.